Event description:
1999 reporter underwent breast augmentation. The product -prosthesis- was pip textured; pre-filled implants. It was noted in 3/99, left breast was encapsulated. In subsequent follow ups capsulation of left breast remained unresolved. Right breast appeared to be deflating in 3/00. In 4/00 right implant was explanted, examined and the same implant was placed back into breast. In 6/00 reporter called dr's office due to severe hardening of left breast. Scheduled surgery for four days later. Dr performed upper capsulectomy, reinsertion of the same implant, prosthesis. 11/01, rptr noticed right breast was much smaller in size than usual. They called the dr to inform him of the problem. Rptr was scheduled for surgery. The had relocated to another state and had to travel to another state. Right implant was replaced with another pip textured implant. Around 3/03, left breast discomfort which turned to severe pain. Dr notified, offered to change them out for an add'l fee to another product. Rptr sought medical care, mammo done, ruptured shell, exposed 7/03 thru breast, disfigured. 2/04 right implant deflated, removed by dr. It could be done. In the mean time the prosthesis ruptured, the shell.